Event description:
It was reported that the patient underwent a surgical procedure to treat sui & pop and mesh and mini-arc sling were implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
The patient underwent a gynecological procedure to treat stress urinary incontinence and rectocele and a mesh was implanted. It was reported that post implantation the patient experienced pain, recurrence and infection. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).